Event description:
Complainant alleged that while attempting to treat a patient, the device gave a "no shock advised" prompt for a rhythm clinicians believed was a shockable rhythm of ventricular fibrillation. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction. Please reference medwatch report 1220908-2010-00803 for a similar event reported from the same customer with the same device.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation, and this complaint is still under investigation.